Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2008 and (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2008 and (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant two perfix plug (device #1 and #2). Per operative notes, ¿the indirect hernia sac was dissected off the cord structures and placed with perfix plug (device #1) and sutured. In the posterior wall of the inguinal canal the direct inguinal hernia was noted and repaired with perfix plug (device #2) and sutured." (B)(6) 2010 - patient was diagnosed with chronic pain thereby underwent open repair. Per operative notes, ¿the previously placed mesh (device #1 and #2) was noted. The cord densely adhered was noted and removed. A small hernia defect was noted and repaired with perfix plug (device #3) was placed over the defect and sutured.¿